Event description:
A malfunction was reported by the customer regarding their tandem pump. The specific malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. In response to the issue, tandem technical support informed the customer about the malfunction code and arranged for a replacement pump with updated software. The customer was instructed to use multiple daily injections as a backup and was provided with guidance on handling the current pump, including placing it in storage mode and returning it via ups. The customer understood and acknowledged these instructions.